Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.

Event description:
Title: oc-034 short- and long-term outcomes of temporising abdominal closure with vicryl mesh in contaminated and infected fields. Authors: e. Schembari, m. Woyton, l. Hendra, c. Richardson, a. King, d. Layfield abstract citation ID: znad080.041. The aim of this study is to reports outcomes following temporising abdominal closure in contaminated fields. Between 2010¿2019, a total of 26 patients undergoing intestinal failure surgery in whom temporising abdominal closure using 4-layers of vicryl mesh placed as an inlay, secured circumferentially using continuous absorbable suture. Reported complications are: n=13; notable persistent abdominal wall herniation. Treatment: not reported. In conclusion, temporising vicryl mesh closure is a simple method associated with low surgical site morbidity in contaminated fields. Despite persistent herniation re-fistulation rates are low and the majority of patients are free of abdominal wall morbidity at follow up.